Manufacturer narrative:
The reported complaint of disconnection could not be confirmed. Despite multiple attempts to obtain the device, it was not returned for complaint investigation. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in b5 and e4 - initial report sent to FDA. Updated information can be found in d9 - device available for evaluation.

Event description:
Additional information from the customer was received on (B)(6) 2025 as follows: the event/complaint occurred when screwing on opdivo. The delay in the critical therapy was equal to the amount of time to replace the faulty tree.

Manufacturer narrative:
This cn is related to (B)(4). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where the reporter stated the following:¿ defective 2-way chemotherapy trees that break. After the initial connection, upon disconnection, the tip breaks at the thread.¿ the event took place when connecting opdivo. The patient was connected to the device at the time of the event. There was no adverse event, no need for medical intervention. There was delay in the critical therapy.